Manufacturer narrative:
The device has not been received; therefore, a technical analysis of the complaint device could not be completed. Based on the media evidence provided in the form of a image provided. The image of the dilator and sheath assembly displays the sheath tip deformity.

Event description:
It was reported that during the pulse field ablation atrial fibrillation procedure in the inferior vena cava faradrive steerable sheath clear was selected for use. It has been mentioned that during the insertion of the sheath, the distal marker was curled, and the physician couldn't reach the inferior vena cava because the sheath was unable to slide through the vein. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported.

Event description:
It was reported that during the pulse field ablation atrial fibrillation procedure in the inferior vena cava faradrive steerable sheath clear was selected for use. It has been mentioned that during the insertion of the sheath, the distal marker was curled, and the physician couldn't reach the inferior vena cava because the sheath was unable to slide through the vein. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.